Manufacturer narrative:
H10 per good faith effort (gfe) response, the bme mentioned that the reported issue was confirmed and stated that the second-generation liquid crystal display (lcd), second-generation lcd cable, ui pcba to lcd cable, second-generation ui pcba, second-generation lcd tray, and m2x3 socket hd screw were all ordered for repair and replacement. The bme also verified that the issue was resolved once the replacements were performed. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display was dim and had red and yellow lines in the middle of the screen. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service, but there was no patient/user impact. The biomedical engineer (bme) reported to the remote service engineer (rse) that the display was dim and had red and yellow lines in the middle of the screen. The bme also informed the rse that a hydis display was likely installed. The rse provided the bme with the part numbers and prices of the parts that were needed for repair. Investigation is ongoing.